Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a bile duct stone removal procedure performed on (B)(6), 2010. According to the complainant, during preparation, there was a foreign material noticed in the guidewire lumen. The physician could not advance the guidewire beyond approximately 20cm from the tip of the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the foreign material have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination revealed that lint like foreign material (fm) was found inside the guidewire lumen of the device approximately 20cm from the distal tip. The fm measured approximately 3 mm in length. A functional evaluation of the guidewire - device compatibility was performed by inserting a 0.035" guidewire through the guidewire introducer and advancing it through the channel and found that after the initial advancement, it was difficult to advance the guidewire through the device. A second functional evaluation found that the 0.035" guidewire could be backloaded through the tip and found that after the initial advancement, it was difficult to advance the guidewire through the tome at the same location. Examining the guidewire channel it was found that a section of the guidewire channel (approximately 3 cm in length) was damaged/ flattened about 20 cm from the distal tip which restricted advancement of the guidewire. Only 3 cm of the guidewire channel was found to be damaged and the cut wire both in the lumen and exposed section was intact. A functional evaluation found that the device would bow past 90 degrees which meets the bowing specification indicating the bowing functionality was not affected by the damage to the guidewire channel. Though the fm was present in the guidewire lumen, the difficulty advancing the guidewire was due to the damaged channel and not the fm. The working length was cut open and the fm was pushed out with the guidewire. The fm appeared to be gray lint like matter. The guidewire channel appears to have been damaged/ flattened during shipping/ transit or customer handling since, during manufacturing, the tome devices are 100% inspected for guidewire compatibility by advancing a 0.035" guidewire through the channel. The condition of the returned device was consistent with the complaint that foreign material (fm) was found in the guidewire lumen. Also, it was difficult to advance a 0.035" guidewire through the device not due to the fm but due the guidewire channel/ lumen being damaged. During manufacturing, the tome devices are 100% inspected for guidewire compatibility and contamination/foreign material. Therefore, the most probable root cause is undeterminable. A review of the device history record confirms that the device met all manufacturing specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used during a bile duct stone removal procedure performed on (B)(6), 2010. According to the complainant, during preparation, there was a foreign material noticed in the guidewire lumen. The physician could not advance the guidewire beyond approximately 20cm from the tip of the device. The procedure was completed with another autotome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional information regarding the foreign material have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.